Manufacturer narrative:
B4: corrected to 26-apr-2021 in intial MDR. G3: corrected to 26-apr-2021 in intial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 12.6mm vicm5 12.6, -06.00 diopter, implantable collamer lens for the patient's left eye (os). Stuck in cartridge/injection system during injection/delivery into the eye. There was patient contact (lens touched the eye). No patient injury. Reportedly, "same length lens was implanted on (B)(6) 2020. This resolved the problem. Reportedly, "everything is good. Lens stuck in plunger during delivery in the eye and got torn."